Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00258.

Event description:
It was reported that during the procedure the tips of two drivers fractured. The case was completed with an alternate driver but there was a greater than 30 minute delay to retrieve a spare instrument. There were no additional patient impacts reported. This is report two of two for this event.

Event description:
It was reported that during the procedure the tips of two drivers fractured. The case was completed with an alternate driver but there was a greater than 30 minute delay to retrieve a spare instrument. There were no additional patient impacts reported. However, additional information provided stated the plug was not able to be tightened. This is report two of two for this event.

Manufacturer narrative:
The returned plug driver was evaluated. The tip was confirmed to be fractured. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the plug driver likely occurs when the driver is over torqued or when force is applied off axis.

Event description:
It was reported that during the procedure the tips of two drivers fractured. The case was completed with an alternate driver but there was a greater than 30 minute delay to retreive a spare instrument. There were no additional patient impacts reported. This is report two of two for this event.